Event description:
It was reported that this patient's device exhibited warm boots (wb) code. This is due to a high number of codes. The patient's device was reprogrammed. No adverse events. This device remains in service. It was reported that the device was later explanted and replaced for reported normal battery depletion. No adverse patient effects were reported. The product has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. Interrogation of the device and analysis of device data revealed no suspicious system errors or resets. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this patient's device exhibited warm boots (wb) code. This is due to a high number of codes. The patient's device was reprogrammed. No adverse events. This device remains in service.